Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the 1 row in hh cubie drawer was showing not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) powered down the station and reset all connections to the trays and controller board. Using the hardware testing application, the pockets were released and reset onto the tray, resolving the issue. The pockets on row b were addressed by cleaning out trash and debris from drawer on the auxiliary. The cable connections at the back of the drawer were checked, and a visual preventive maintenance was performed on the cabinet. The customer was able to log into the user application and verify full functionality after all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the 1 row in hh cubie drawer was showing not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.